Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues with charging the implanted neurostimulator; patient reported it takes multiple tries to get connected. Patient stated that the controller will display looking for device and then the screen will go to checking the recharger and then it will just spin. Patient also states that sometimes it will randomly connect to the implant after 30-45 minutes and start charging. Patient commented that this is disrupting their entire day and expressed their frustration with the charging issues. Patient noted they had not been able to charge today. Patient stated they had reset controller with ac power supply and this had not resolved. Had patient check for damage to the recharger and controller port; patient confirmed there was no visible damage. Patient blew air into the controller port. Patient connected the recharger and screen did not progress past checking the recharger. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. On (B)(6) 2024 , pt verified she received the rtm cord from repair. Pt stat ed that she was able to connect to the ins to charge. Pt stated that yesterday the controller went blank / unresponsive which it was doing before. Pt tried to reset the controller using ac power and the controller powered up but when they put the li battery in the controller they did not see the green light flashing that it was charging from ac power. Pt stated they tried aa batteries and the controller did not power up. Pt verified the controller does power up when connected to ac power w/o the li battery but when the li battery is inserted the green light does not power up. Pt thinks there is an issue with the controller and the li battery and is asking for both to be replaced. Patient called stated they cannot sleep with the stimulation on and its weekend, and need to turn ins off. Patient stated they are on a "tonic" setting. Patient asked if there is a way to turn the ins off. Patient mentioned their devices are being replaced. Asked patient to reset the controller and patient there is no power on the ac power cord. Agent confirmed green light on the ac power cord but no power on the controller without bp or with bp. Reviewed options to get the ins turn off and recommend patient consult with their hcp for next steps. Reviewed therapy on/off button on the controller and patient said she knows that.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6) ); product type: 0001-accessory brand name ; product ID 97745nt (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 97745nt, serial# (B)(6) product type h3: analysis of the 97745nt controller (ptm) (s/n (B)(6) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.